Event description:
Reprocessed ice (intracardiac echocardiography) catheter placed in groin access site, steering mechanism of catheter would not turn, so ice catheter was removed and replaced with a new catheter.